Event description:
The user facility reported that the involved device was during a left common iliac artery (cia) treatment. An endo vascular treatment (evt) was performed using a destination. When the involved stent was placed at the lesion, a pulled forward force was felt, as if the slide part had met the valve of sheath, and the stent shortening occurred. As a result, the lesion could not be completely covered. Therefore, another product with a different length was added and placed to cover the lesion. The case was finished successfully. The shortened stent has been remained in the patient's body. The event occurred intra-operative. The patient did require medical/surgical intervention as the deployed stent crimped (shortened), and the placement of an additional stent was needed. The patient's final impact was not harmed.

Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. This product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the hand side. When the force for trapping the sliding part is larger than the force for pulling the sliding part toward the hand side, the force for pushing out the inner shaft works, and the inner shaft (contrast marker) moves forward. The stent deployed from the sliding part (stent sheath) is pushed out by the proximal marker on the inner tube shaft to apply compressive force and is crimped. The above may be prevented by properly holding the catheter. As a possible cause of this complaint, the following factor was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. The sliding part (stent mount part) of actual product was trapped by some hard object (e.g., stenosis lesion). As a result, the sliding part was hindered from moving toward the hand side during stent release. Therefore, the force to push out the inner shaft worked, and the inner shaft (contrast marker) advanced. Due to this, the deployed stent was pushed out by the proximal marker on the inner shaft, and was crimped, resulting in the stent shortening. Relevant IFU (instructions for use) reference: 3-6to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft. (B)(4).